Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, it is possible that interaction with the anatomy/other devices and/or a build-up of procedural contaminants (blood, contrast) on the guide wire contributed to the reported difficult to advance and the reported difficult to remove; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. The reported difficulties possibly caused/contributed to the reported patient effect; however a conclusive cause for the reported pain and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling.

Event description:
It was reported the procedure was to treat a lesion in the left anterior descending artery. The versaturn guide wire was used with a balloon catheter however became stuck and could not be removed. The guide wire was removed and the procedure was continued using another guide wire. This caused a delay in the procedure with patient discomfort; however as the delay did not result in a serious adverse effect, the delay is not considered clinically significant. No additional information was provided.